Manufacturer narrative:
(B)(4). Catalog # igtcfs-65-1-uni-celect-pt. Investigation is stil in progress.

Event description:
Description of event according to study: the inferior vena cava (ivc) diameter at the intended filter location was 19.65 mm. There was no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. Using the right common femoral vein as the access site, a celect® filter (lot # e3412100) was deployed at the intended location in the ivc infrarenal site and in a location suitable to provide sufficient mechanical protection against pe. The filter neither deployed prematurely nor did the filter jump upon deployment. There was no evidence of filter fracture, deformation, tilt, or migration. No filter legs appeared outside the column of contrast after filter placement. There was an extravasation of contrast after filter placement. Analysis of the placement procedure venacavagram revealed no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. The filter was placed in the ivc infrarenal site, and the ivc diameter at the filter location was 18.9 mm. There was no evidence of filter migration, extravasation of contrast, or deformation. Filter legs did not appear outside the column of contrast after filter placement. The angle of filter tilt in the ap view was 4.6 degrees. On (B)(6) 2016, post-procedure x-ray, (same day as procedure): site: there was no filter tilt noted. Analysis: the angle of filter tilt in the ap view was 2.2 degrees and 16.6 degrees in the lat view. Patient outcome: the patient remains in the clinical study and no other device related adverse events have been reported.

Manufacturer narrative:
(B)(4). Catalog #igtcfs-65-1-uni-celect-pt. Summary of investigational findings: investigation is based on event description and review of provided imaging. Imaging review confirms filter tilt. Initial venogram and ivc filter placement images show the filter deployed in an infrarenal location without evidence of perforation or significant tilt (less than 16deg) on the ap view. Analysis finds tilt of 2.2 deg (ap view) and 16.6deg (lat view). Ap and lateral x-rays of the abdomen and pelvis demonstrate the filter in stable position when compared to the deployment venogram, however, on the lateral projection, in reference to the anterior margins of the vertebral bodies, there is evidence of significant anterior tilt of the filter measuring approximately 16°. A venogram was not obtained in the lateral projection and the CT scans did not extend into the abdomen to confirm the ivc mirrors the course of the anterior margins of the vertebral body. Without additional imaging it is not possible to determine if this perceived anterior tilt is truly significant in reference to the lumen of the ivc and not artifactually elevated due to a divergence of the ivc and the vertebral bodies, as can be seen in some patients. Based on the provided information, it is not possible to determine a root cause for the reported filter tilt. There is found no evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to study: the inferior vena cava (ivc) diameter at the intended filter location was 19.65 mm. There was no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. Using the right common femoral vein as the access site, a celect® filter (lot # e3412100) was deployed at the intended location in the ivc infrarenal site and in a location suitable to provide sufficient mechanical protection against pe. The filter neither deployed prematurely nor did the filter jump upon deployment. There was no evidence of filter fracture, deformation, tilt, or migration. No filter legs appeared outside the column of contrast after filter placement. There was an extravasation of contrast after filter placement. Analysis of the placement procedure venacavagram revealed no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. The filter was placed in the ivc infrarenal site, and the ivc diameter at the filter location was 18.9 mm. There was no evidence of filter migration, extravasation of contrast, or deformation. Filter legs did not appear outside the column of contrast after filter placement. The angle of filter tilt in the ap view was 4.6 degrees. On (B)(6) 2016, post-procedure x-ray, (same day as procedure): site: there was no filter tilt noted. Analysis: the angle of filter tilt in the ap view was 2.2 degrees and 16.6 degrees in the lat view. Patient outcome: the patient remains in the clinical study and no other device related adverse events have been reported.